Manufacturer narrative:
Returned product inspection confirms the reason for return; a large-crack is seen, and a leak noted, in the probe body located at the connector port. A discoloration of the plastic (acrylic) material is evidence that a non-compatible substance came in contact with the device. This substance attacked (weakened) the plastic at the port making it susceptible to fracture. Event information shows the amount of blood loss reported was 150ml and the patient received transfusion of blood products when blood pressure dropped temporarily. No other patient event reported. Review of the device history record shows the device met manufacturing specifications for product released to distribution. No subsequent patient complication. User error contributed to the reported product problem.

Event description:
Information received indicates that unit cracked and leaked during the case after three days service life. The product was changed-out of the circuit with no effect, other than minimal blood loss reported for the patient.